Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned waveone gold primary file 25mm is actually broken at the base of the active part (fatigue). No material defect was found during analysis of the rupture pattern. The cutting edges of the instrument turn out to be very worn out. Due to this wear, the instrument might have been used with more intensity by the practitioner, which could have hasten its breakage. No unused file is available for evaluation. The batch number is unknown, DHR cannot be reviewed. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it was reported that a waveone gold primary file broke during use. The outcome of the event is unknown as of this MDR evaluation.

Manufacturer narrative:
Multiple unsuccessful attempts were made to obtain the patient outcome.